Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging the onetouch verio iq meter is giving inaccurate reading of ¿44 mg/dl¿ compared to the another meter reading of ¿127 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. While the patient alleged the alleged reading on the subject meter, he took his usual oral medication. Based on the meter to another meter comparison, the patient reportedly increased his oral medication from 500mg 3 times per day to 850mg to 2 times per day. The patient did not develop any symptoms that would suggest a serious injury. The patient confirmed that the comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate reading of ¿44 mg/dl¿. There was no evidence there was a serious injury associated with the incident.

Manufacturer narrative:
Follow-up # 2 ¿ (07/04/2014). The lay user/patient¿s meter has been returned on 05/19/14 and evaluated by lifescan product analysis on 06/24/14 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/22/2014), the patient¿s test strips #3421501 and #3463891 have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips #3421501 passed all testing with no faults found. The reported issue could not be confirmed. The test strips #3463891 were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.